Event description:
It was reported that the touchscreen of the pump was cracked or shattered, rendering it unreadable and non-functional. The customer had a blood glucose level of 180 mg/dl, which is within the normal range. Corrective steps included plans to return the device for inspection, and a replacement pump was designated to be dispatched to the customer.